Event description:
During regular follow-up, an externalized conductor was observed via x-ray. Change in impedance was noted. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.